Event description:
The following information was provided: revision for broken dall miles cables on prox fem gmrs with dall miles trochanteric grip plate. Removal of plates and cables. Notification revision only.